Event description:
This lead was repositioned on (B)(6) 2012 due to dislodgement. It should be noted that the pt suffered a fall which is believed to have caused the dislodgement. The lead remains actively implanted. Should add'l info be received, this file will be updated.